Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. As a result, initially the ipg was repositioned on (B)(6) 2020. However, the physician was concerned of potential future infection issue therefore the physician elected to explant the device and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported observations of ¿communication issues and discomfort at the ipg implant location¿ was not confirmed through electrical and function testing of the returned device or a review of the diagnostic logs. The root cause of the observation could not be determined. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate specifically test the impedances and stimulation outputs across all 16 electrodes. All outputs measured within the specified test tolerances. Based on the ate test results, the devices stimulation would not have contributed to the discomfort observation.